Event description:
It was reported that a female patient underwent surgery for a fractured ulna on (B)(6) 2012. On (B)(6) 2013, all original hardware, a 12 hole plate, 2 locking screws and 11 cortex screws, were removed due to non-union and delayed healing. No device failures were noted. An 8 hole plate and 7 screws were implanted the same day. The patient subsequently experienced difficulty moving her hand. The surgeon revised the new hardware on (B)(6) 2013 due to nerve palsy. It was reported that 3 screws were removed, the plate was repositioned and the screws were reinserted. The surgeon extended the ulna and performed a bone graft from the iliac crest to relieve nerve issues. This is 8 of 8 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.